Manufacturer narrative:
Insulin pump received constant pump error 38 alarm during rewind due to corroded motor home switch. Unable to verify motor error due to constant no motor movement alarm.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 45 mg/dl. No symptoms were reported at the time of the incident. The customer did not state how they treated for the low blood glucose. The customer reported having the same reoccurring insulin pump error before getting the low blood glucose. Troubleshooting was provided. The insulin pump error was able to be cleared however it kept alarming every five minutes. Insulin pump will return for analysis.